Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. After preparation of the faradrive sheath, the sheath was inserted into the left atrium via the seldinger technique. Transseptal puncture was performed with an sl0 sheath. After the dilator was withdrawn and aspiration of the sheath was performed, air was aspirated into the aspiration syringe. The sheath was replaced with another sheath, and the procedure was competed successfully. No patient complications were reported. The sheath is expected to be returned for analysis. Bag without pressure dripping rate by drops was used for irrigation of the sheath. No leak or air in patient was seen. Dilator and faradrive were inside the sheath around the time of the event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. After preparation of the faradrive sheath, the sheath was inserted into the left atrium via the seldinger technique. Transseptal puncture was performed with an sl0 sheath. After the dilator was withdrawn and aspiration of the sheath was performed, air was aspirated into the aspiration syringe. The sheath was replaced with another sheath, and the procedure was competed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. After preparation of the faradrive sheath, the sheath was inserted into the left atrium via the seldinger technique. Transseptal puncture was performed with an sl0 sheath. After the dilator was withdrawn and aspiration of the sheath was performed, air was aspirated into the aspiration syringe. The sheath was replaced with another sheath, and the procedure was competed successfully. No patient complications were reported. The sheath was returned for analysis. Bag without pressure dripping rate by drops was used for irrigation of the sheath. No leak or air in patient was seen. Dilator and faradrive were inside the sheath around the time of the event.